Event description:
The patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2024 to treat knee pain and reported having a reduction in pain symptoms from 8/10 down to 3/10 as of (B)(6) 2024. In (B)(6) 2025 the patient reported loss of therapy on the medial side of the knee. Impedance checks returned open circuit impedance readings, seeming to indicate a lead fracture. Imaging was performed to confirm the lead fracture. On (B)(6) 2025 the fractured lead was removed and a new lead was placed.

Manufacturer narrative:
The explanted lead was not returned to the firm for further evaluation. The patient is reported to be relatively sedentary. Patient reported being unsure as to the specific timeframe when therapy was lost and also reports no history of falls. Cause of the lead fracture is unable to be conclusively determined with the information available.